Manufacturer narrative:
To date, the explanted ra lead has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a complete lead was returned. A visual observation was performed on the lead and blood was noted in the helix housing through the lumen. It was noted that there were cuts in the silicone insulation at 167, 227-228, 228-229, 230 and 231 mm from the terminal pin, due to the removal of the suture sleeve which was also cut. A serious of continuity, hipot, pressure and stylet test were performed and the lead passed with manipulation. However, during helix mechanism testing the lead failed due to blood fluid infiltration. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Electrically, lead was found to be within specification. The lead was archived.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced with a competitor lead due to a lead dislodgement. No adverse patient effects reported. The ra lead was explanted.